Manufacturer narrative:
Evaluation summary: an investigation of the reported condition was performed on july 12, 2019 by (B)(6). A complaint of "according to the reporter, the cautery pencil electrode tip ignited during an open gyn procedure. It lit like a match head and then went out on its own. No patient harm" was received for the pencil sep6000 rkr sw telescoping product. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. As there was no lot number, a date of manufacture could not be determined. One device was received, and a visual inspection and functional test were performed at the mitg boulder qa lab. Inspection of the device resulted in noting that the electrode had white residue on the coating and some burning on the tip. The device passed the following tests: electrode resistance, cut switch and coag switch resistance, generator function, nozzle extend / retract, and electrode extend / retract. No adapter was provided. There was blood in the body weld that looked as if it had been wiped down. There was also dried blood in the nozzle. The device as received met the specifications and passed functional testing but not the visual inspection. This complaint will be considered as unconfirmed for component malfunction. A root cause may be that the user did not keep the electrode clean and free of eschar as stated in the instructions for use. Per the IFU: ¿warning ¿ tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. Fire hazard ¿ the sparking and heating associated with electrosurgery can provide an ignition source. Precaution ¿ localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. Important - wipe the electrode often with moist gauze or other material.¿ no corrective or preventive action is planned at this time as it could not be confirmed that the issue was due to manufacturing, a component, or service discrepancy. Risk management file r0021629 rev. C. Was reviewed, and the potential issue was found in risk ids 13.2, 13.2.1, 13.5, 13.5.1. If additional information is received, the investigation will resume as needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cautery pencil electrode tip ignited during an open gyn procedure. It lit like a match head and then went out on its own. No patient harm.